Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump generated a "belt slip" error message. The user restarted the pump, but the error message continued to display. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.